Event description:
It was reported that the patient had the artificial urinary sphincter explanted for unspecified reasons. The physician requested the device to be examined to determine if there is anything wrong with the device. The device was implanted several years ago. No patient injury was reported in relation to this event.

Event description:
It was reported that the patient had the artificial urinary sphincter explanted for unspecified reasons. The physician requested the device to be examined to determine if there is anything wrong with the device. The device was implanted several years ago. No patient injury was reported in relation to this event. Additional information received indicated the reason for the revision was due to incontinence. The patient outcome was reported as successful.